Event description:
Reportedly, an increase of the atrial capture threshold to 1.5v was identified during the follow-up dated 18 march 2025.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Since (B)(6) 2024, the atrial impedance has shown regular instability, with fluctuations ranging between 400 and 800 ohms that can persist for several weeks. A chest x-ray was performed and excluded lead dislodgement or migration. Since other electrical parameters remained stable¿capture threshold slightly increased to 1.5 v and sensing around 6 mv¿these findings suggest that lead failure is less probable. The observed impedance fluctuations may be due to transient changes at the electrode¿myocardium interface. As a connexion issue or an atrial (micro-)perforation cannot be excluded, a close monitoring of the patient¿s condition is recommended through regular in-clinic follow-ups over the coming months, including control of the atrial capture threshold. Please refer to the attached report.

Event description:
Reportedly, an increase of the atrial capture threshold to 1.5v was identified during the follow-up dated (B)(6) 2025.